Event description:
It was reported that the patient received inappropriate high voltage therapy shocks due to the lead sensing noise. The lead had high pacing lead impedance values, oversensing was observed and the sensing integrity counter registered a high number of short v-v intervals. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor fractured; defib conductor distorted; outer tubing kinked/buckled and inner insulation bilumen tubing voids. Full lead in segments returned and analyzed.